Manufacturer narrative:
Covidien reference (B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that an 840 ventilator had a blank display. It was not reported if a patient was connected to the ventilator when the event occurred.